Event description:
During evaluation of a returned minicap transfer set, broken occluder feet were found. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).during visual inspection, broken occluder feet were found. Leak testing, clear passage testing and clamp function testing were performed with not issues noted. During visual inspection, no whitish spot was noticed that would indicate possible over-torquing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.